Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memory gel breast implant 400cc, cat. #3507400bc, lot #228930. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a gel breast prosthesis when she developed capsular contracture (baker grade unknown) in her right breast. Patient also experienced constant pain and anxiety. In addition, it was reported that the patient felt a lump in her right breast. Patient underwent an MRI exam which revealed that there was no rupture to the right breast prosthesis. MRI exam also showed that there are no issues with the left breast prosthesis. Patient is planning to undergo explantation, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.